Event description:
Pt reported infusion device displaying "2.01" and three dashes and continuously beeping. She indicated the power pack had been in use for > 7 weeks. Pt replaced the power pack and the device functioned properly. She indicated that, she had been notified by the distributor of the recall. Co rep added pt to the list to receive power packs. Pt did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.